Event description:
The pump's display became detached, affecting the customer's ability to interact with the device. There was no adverse impact on the customer's blood glucose level. Technical support arranged for the pump to be replaced under warranty. During the interim, the customer was to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.